Manufacturer narrative:
Bottle 8 (ethanol) was removed from the instrument for approximately 1 minute and 40 seconds at 14:38pm on (B)(6) 2015, which is sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition, unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 8 prior to this action were: ethanol concentration = 63.7968, cycles=172, cassettes=4519, days=164. At 14:40pm on (B)(6) 2015, a user affirmed in the instrument software that the default concentration, of 100% was to set for bottle 8. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 8 (ethanol) would have been scheduled for the final dehydration step in any protocol started after 14:40pm on (B)(6) 2015. The reagent in bottle 8 (ethanol) was used without reported incident in five (5) processing runs between (B)(6) 2015. Although specific details of the processing runs from which sub-optimal tissue processing was identified were not provided by the complainant, it was determined that the affected tissue samples were derived from the "amh 2hr bx" protocol started in retort a at 13:29pm on (B)(6) 2015; and the "amh 12hr" protocol started in retort b at 15:35pm on (B)(6) 2015. These protocols comprised seven (7) cassettes and 39 cassettes respectively. Review of the reagents used for these protocols showed that bottle 8 (ethanol) was used for the final dehydration step in both protocols. Following completion of the two (2) affected protocols, the ethanol concentration in bottle 8 measured by hydrometer was 80%; and that calculated by the instrument software was 100%. Investigation of this complaint found that the instrument operated within specification during execution of the "amh 2hr bx" protocol started in retort a at 13:29pm on (B)(6) 2015 and the "amh 12hr" protocol started in retort b at 15:35pm on (B)(6) 2015. No use error(s) was identified in the instrument logs in relation to the interaction between the user and the instrument either prior to, or during, execution of the protocols from which sub-optimal tissue processing was reported. However, the variance between the measured and calculated ethanol concentration in bottle 8 following completion of the two (2) protocols from which sub-optimal tissue processing was reported indicates that a use error occurred when the reagent in bottle 8 (ethanol) was replaced on (B)(6) 2015. The root cause of sub-optimal tissue processing reported was the use of ethanol at a concentration less than the minimum required for the final dehydration step in a protocol, which is 98%. The root cause of the variance between the measured ethanol concentration and that calculated by the instrument software could not be determined from the information available.

Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue in approximately 30 blocks from two (2) processing runs, which had been processed using either retort a or b. The complainant advised that the affected processing runs completed successfully; and that no error codes had been displayed. The complainant described the affected tissue samples as "under-processed". On (B)(6) 2015, the fss attended the customer site and measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable, with the exception of bottle 8. The measured ethanol concentration in bottle 8 was 80% and the calculated concentration was 100%. On 24 september 2015, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.